Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and failure analysis investigations found to have the instrument main tube broken. A piece measuring proximately 0.206 x 0.276 was not returned with the instrument. As a result of the broken main tube, a cannula and a seal were returned stuck and could not be removed through the distal tip of the instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the tip-up fenestrated grasper was broken and unable to be removed from cannula. The procedure was completed with no reported injury.